Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the seal cycles could not be completed. The surgery was completed with another ligasure device. There was no patient injury.